Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is elevated cobalt levels following tha. The exact degree of elevation of this ion and the presence of any related significant clinical symptoms that may have been present are unknown. Further document required such as laboratory reports, operative reports, surgical pathology reports, dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to investigate further. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported for patient presented with elevated cobalt levels. The event could not be confirmed nor the root cause determined because the insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is elevated cobalt levels following tha. The exact degree of elevation of this ion and the presence of any related significant clinical symptoms that may have been present are unknown. Further document required such as laboratory reports, operative reports, surgical pathology reports, dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to investigate further." However the subject device has been identified to be within scope of nc (B)(4) and CAPA (B)(4). Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc (B)(4). The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had a primary hip on (B)(6) 2007. Patient has elevated cobalt levels. Revision on (B)(6) 2017, an exchange of the trident 36mm 10 degree liner, 36 +5mm head and trunion sleeve was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a primary hip on (B)(6) 2007. Patient has elevated cobalt levels. Revision on (B)(6) 2017, an exchange of the trident 36mm 10 degree liner, 36 +5mm head and trunnion sleeve was performed.